Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient¿s grandmother/reporter contacted animas on behalf of the patient to report the patient had some pump setting issues. The date and time was incorrect. The patient had changed the battery last evening at about 12:30 am. The battery was place upside down. The date and time was eventually correct. When the patient¿s blood glucose was elevated to 298 mg/dl, the patient tried to take a bolus dose but his total daily dose was exceeded. The animas representative informed the reporter that the animas pump should reset the total daily dose at midnight. Reportedly, it was already past midnight and the subject pump did not reset. The reporter was instructed to call their hcp for a backup plan. This complaint is being reported due to the alleged date/time issue. The patient¿s condition did not meet animas criteria of a serious injury.